Event description:
Pt presented with dislocation due to trapped foot in bedsheets - a different surgeon performed a closed reduction of the hip. The pt represented with pain and the surgeon booked the pt in for a revision. The surgeon revised and explanted hip liner (x3) and metal 40 mm femoral head, that had caused a suspected pseudo tumour in the pt. Upon examination, the hip capsule was full of pus and the items were explanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.